Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device investigation found resistor 92 had been modified by the customer with a non-original part.